Event description:
The patient reported experiencing bent infusion set cannulas. He stated he changes the infusion site and tubing every 2-3 days. He has not been able to use the headset for the full time due to bent cannulas. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for evaluation. This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(6) 2011. Further investigations are ongoing within an assigned taskforce.